Event description:
It was reported that, since the patient¿s implant, the patient¿s legs had been getting progressively worse. The patient had symptoms of leg stiffness, which started when the patient was diagnosed with multiple sclerosis in 2000. When the pump was implanted, the patient¿s legs got stiffer. In the past year and a half, it had gotten ¿really bad¿. The patient became wheelchair bound. It started with a walker three to four years ago. The patient¿s daughter got nervous when the patient¿s legs stuck straight out. The patient got a new healthcare provider (hcp) and, about three weeks prior to this report, he felt the patient¿s legs and thought that the pump was not working. The hcp tried to pull cerebrospinal fluid (csf) to test it, and found that the pump was ¿bone dry¿. The patient¿s pump was filled 2 weeks prior to this. The hcp did not do any other type of diagnostics. The patient¿s pump was scheduled to be replaced at the beginning of march. The patient was ¿going back in¿ for a cat scan and a pre-admission. The patient should have been getting her pump filled on the report date. However, she opted not to have the hcp fill it. The patient was not on oral baclofen. She was not having any symptoms on the report date. The reporter questioned that, if the patient¿s pump had been empty and the patient had not been getting baclofen in months, what harm one more month would be. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant: product ID 8731sc, serial# (B)(4), implanted: 2007-(B)(6), product type catheter, product ID 8590-1, lot# n118153, implanted: 2007-(B)(6), (B)(4), product type accessory.